Event description:
Brushes keep popping off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b io toothbrush heads kept popping off of the oral-b io toothbrush. No injury was reported. 13-jun-2023 follow up via digital safety assessment survey: the consumer was 30-years-old (unspecified gender). The consumer did not see a health care professional. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.